Event description:
A malfunction was reported on the pump, which did not result in any adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappears.